Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. It was reported the transfer set became disconnected from the non-baxter pd catheter. Subsequently the patient developed peritonitis. The patient with treated with prophylactic intraperitoneal (ip) vancomycin 1000 mg (frequency and duration not reported) and prophylactic ip tazicef 2000 mg ( frequency and duration not reported). Nine days later the patient was treated with one dose of ip vancomycin 2000 mg. The cause of the peritonitis event was reported to be the transfer set became disconnected from the pd catheter. It was unknown if the patient was hospitalized for the event. At the time of this report the patient outcome was resolved. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.